Event description:
It was reported the pt experienced a loss of therapeutic effect. It was stated pt had an increase in spasticity and had been admitted to the intensive care unit of a hospital. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).